Event description:
This companion external battery was not in use by a pt. While at (B)(6), a syncardia clinical support specialist observed that when the fuel gauge pushbutton on the companion external battery was pressed, the fuel gauge did not light up. Also, the fuel gauge did not light up during battery charging. The battery led arrays were functioning properly during charging and the battery was recognized on the computer displays. This alleged failure mode poses a low risk to a pt because the issue was observed when the battery was observed when the battery was not in use by a pt. In addition, the reported issue would not prevent a companion driver from performing its life-sustaining functions. Companion drivers have redundant sources of power. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.